Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasions were found at 10.3 cm to 15.1 cm and 10.9 cm to 13.4 cm from the distal tip. The silicone insulation was abraded and the conductor was visible. Internal insulation abrasions were found at 18.6 cm to 19.8 cm, 32.0 cm to 32.5 cm, and 37.0 cm to 37.3 cm from the distal tip. The etfe coating of the conductors was intacct at the abrasion sites.

Event description:
It was reported that the patient presented in clinic for a normal follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced.